Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified. It is likely the foreign material remained in the device due to insufficient reprocessing. The nozzle was not reported to have been deformed but it was confirmed that reprocessing was not performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. < inspection of the objective lens cleaning function> when using the air / water valve 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Due diligence was performed for this event. Customer provided available information. This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the device nozzle was clogged with the presence of a foreign material. This is attributed to insufficient cleaning. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; adhesive around distal end rubber coating (a-rubber has a chip and white-clouded area; light guide (lg) bundle has breakage; lg lens has a crack; due to damage on flexibility adjustment ring, flexibility adjustment function does not work; adhesive around objective lens and lg lens has white-clouded area; adhesive around objective lens is peeled; paint on suction cylinder is peeled; scope connector has dent; objective lens has discoloration; and distal end cover, connecting tube have a scratch. The user¿s complaint of weak air supply was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information on the device reprocessing. The device was cleaned, disinfected, and sterilized before requesting repair. When the foreign material adhered to the device is not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was not wiped/brushed with clean lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution.

Event description:
Customer returned the device for evaluation and repair of weak air supply issue. There is no reported harm to any patient. The intended procedure was therapeutic endoscopic submucosal dissection (esd) which was completed. Upon evaluation of the returned device, it was observed that the device nozzle was clogged with the presence of a foreign material. This is attributed to insufficient cleaning. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of presence of foreign material in the nozzle as observed during device evaluation.